Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that somebody drove customer to hospital on (B)(6) 2021 due to high blood glucose as well as insulin pump had a flashing display. Customer¿s blood glucose value was over 600 mg/dl. Customer was treated with shots for every 2 hours then customer was advised to go to hospital. Customer stated that the insulin pump was off from the afternoon. The customer had a symptoms such as nausea, vomiting, abdominal pain, and frequent urination. Troubleshooting for the customer¿s high blood glucose was declined. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer stated that the auto mode was not active at the time of the event. The insulin pump will not be returned for analysis.